Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal discomfort and hazy peritoneal fluid. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (2g, every 3 to 4 days, ip and discontinued after 15 days and was given again a month later and was ongoing) and cefazolin (intraperitoneal and ongoing) for the event. At the time of this report, the patient was has not recovered from the event. Pd therapy was stopped and later re-introduced. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.